Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparotomy procedure, the knife of the device transected the bowel but did not deploy staples causing temporary bleeding (though not more than 500cc). The bleeding was managed with an energy device, auction pump, and gauge piece. To correct the issue, the deformed staple line was resected and restapled with a new reload. This caused unanticipated tissue loss and tissue damage. No further injury, the patient status is alive - no injury.